Manufacturer narrative:
(B)(4). One used lf1644 was received for evaluation. The returned sample did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The customer reported that the seal fell apart. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The device was plugged into the generator and was recognized. The device was tested for activation on simulated tissue with end tones indicating completed seal cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted.

Event description:
The customer reported that during a laparoscopic sleeve gastrectomy, end tones, indicating a complete seal cycle, were heard. The device has been used to seal on lower gastric vessels described as being 2-3mm in size. The surgeon noticed bleeding from the area where the vessels had been sealed. The bleeding was described as minimal (less than 250 cc). The areas were sealed using the incident device and the same device was used to successfully complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.